Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1 x echo-19 was returned to cirl for evaluation. On evaluation of the returned device, it was noted that the device was returned in its original packaging. The stylet was out of the device on return. The stylet can be introduced as far as the kink below the sheath extender. The thumbscrew was not returned in place. There were no other issues noted with the device the customer complaint is confirmed as the failure was verified in the lab. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting, possible causes may be due removing the device incorrectly from the packaging of possibly may have become damaged when inserting the device into the scope. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-19 device of lot number c1346674 did not have any discrepancies which could have contributed to this occurrence. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "when the package was opened it was noted that the catheter was bent/kinked. Another device was used." Device was evaluated on the 6-oct-2017 and the needle was confirmed to be bent below the sheath extender.